Event description:
It was noticed on (B)(6) 2023,that the recipient could not hear anything with the device, despite a functioning external device. Second measurements and MRI is planned in approximately 2 weeks time end of (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, one channel was found extra-cochlear at explantation surgery due to a post-operative migration of the electrode. Furthermore, an infection and cholesteatoma was found during explantation surgery. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
It was noticed on 04-apr-2023,that the recipient could not hear anything with the device, despite a functioning external device. The device was explanted on (B)(6) 2023.